Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the forced sensor test. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 3/10/2025. H3 and h6. Codes: updated. Device evaluation: the customer reported problem of ¿failed force sensor test¿ was confirmed during in house testing with force sensor. Pressure sensor was operating outside of set parameters. The force sensor and plunger printed circuit board (pcb) were replaced, and the pump recalibrated. Repairs included replacing worn drivetrain parts and the right plunger case. Calibrated device and set configuration to standard. Performed functional testing to verify all errors resolved. The probable cause of customer reported complaint is due to force sensor and plunger pcb. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.